Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2015-46576.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was exposed to moisture from rain. Customer's blood glucose was 118 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.